Manufacturer narrative:
The company representative replaced the solenoid pcb (part number 0670-00-0639). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown. The customer rebooted the iabp but the unit did not work. The patient was switched to another iabp and therapy was continued. No patient injury was reported.